Manufacturer narrative:
This report is being submitted to report additional information. One narrow right angle large hex driver tip was returned for investigation. Visual/physical evaluation of the as returned product identified fracture around the isolatch feature. Additionally, fragment of the device was identified stuck in the wrench. Functional testing could not be performed due to the nature of the devices and events. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. A definitive root cause could not be determined. Therefore, based on the available information, device malfunction did occur, and the reported events were confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D4: lot number is not provided / unknown.

Event description:
It was reported that during a procedure the driver tip fractured off. Fractured off at the bottom portion that engages the screw. They were able to complete the procedure with another device.